Event description:
MFR rep reported pt had neurostimulator implant. Post surgery pt had decreased right leg movement, however, the left leg was fine. Cat scan revealed the leads were implanted in the spinal cord. The device system was removed and pt went to ICU. The rep reported the pt is currently on the rehabiliation floor for paralysis. The devices were explanted but will not be returned to MFR for analysis.